Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on performa system compared to a professional meter within 10 minutes: 101 mg/dl (performa system) and 54 mg/dl(professional meter). Patient began to "shiver", was in cold sweats and felt a "lack of concentration." Patient was treated with "intravenous hydrocortisone" due to her symptoms. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation, however, the suspect product has been discarded and will not be returned.